Event description:
In 1997, the subject device was implanted during an anterior cervical discectomy and fusion. On approx 01/14/1998, the pt heard and felt a "pop" while washing her hair, and soon after, the device was found to be fractured at cervical spine 5-6. In 1998, another surgery was performed, in which the device was removed.

Event description:
In 1997, the subject device was implanted during an anterior cervical discectomy and fusion. On 12/31/97, the pt heard and felt a "pop" while washing her hair and soon after, the device was found to be fractured. Another surgery was performed at an unknown date in which the device was removed.